Event description:
It was reported that the patient udnerwent a tlif at l5-s1 due to degenerative disc disease, low back pain, and radiating leg pain into her right hip. The post-op CT showed a sacral screw protruding out of the anterior cortex. The patient underwent a revision surgery 4 days post-op to remove the screw and replace it with a shorter one.

Event description:
It is reported that a retrospective study of 49 patients' medical charts, computed tomography (CT) scans, and patient self-assessment disability scores was performed to evaluate minimally invasive transforaminal lumbar interbody fusion (mis tlif) augmented with rh bmp-2. At least 12 months prior to study initiation, all patients had received rhbmp-2 (2.8 ml or 5.6 ml for a single level, 8.0 ml for two levels) as part of their mis tlif procedure. Surgical distraction and endplate preparation had been carried out, after which, morcellized local autograft rolled in an rhbmp-2 soaked acs was placed in the interbody space. This was followed by placing an appropriately sized polyetheretherketone cage filled with autograft and rhbmp-2/acs, with the device and its contents being inserted obliquely into the intervertebral space. Once the interbody discectomy and arthrodesis were completed, pedicle screws and rods were placed at the involved levels. Ap and lateral images were obtained to confirm the position of the graft and hardware. Five days post implant, this patient was returned to surgery for a screw breach. In addition, clinically insignificant heterotopic ossification was observed on the tlif/annulotomy side. No other details were mentioned.

Manufacturer narrative:
(B)(4) literature citation: mobasser, et al. Minimally invasive transforaminal lumbar interbody fusion augmented with recombinant human bone morphogenetic protein-2. Rhbmp-2, cage, and rods. No implant or therapy dates were provided. No product return is anticipated. A review of the device history records cannot be performed without additional device information. Without return of the device or associated records it is not possible to ascertain a cause for the reported event.